Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that during the reservoir and fill process pushing all of the insulin out without stopping. Customer's blood glucose level was 6.8 mmol. Customer had tried multiple times with different reservoirs but the same issue persists. The device will be returned for analysis.